Manufacturer narrative:
Block h5: device code a050502 captures the reportable event of misfire.

Event description:
It was reported that, during a sacrospinous ligament fixation hysteropexy procedure using a capio slim device, the device failed to load, causing it to misfire. During the same surgery, anterior colporrhaphy, posterior colporrhaphy with perineoplasty, and cystourethroscopy procedures were also performed. No patient complications were reported.